Manufacturer narrative:
(B)(4).

Event description:
It was reported that a bleeding event occurred. The sensor was inserted into the arm on (B)(6)2024. The patient experienced bleeding beyond the sensor pod/wearable for 3 hours which occurred the day the sensor had been inserted in the arm. Approximately 2-3 paper towels were used, and the patient was transported to the emergency department. There, she was treated with 3 skin glue pens. Of note, the patient is on antiplatelet and anticoagulant medications. There was no documentation of further medical evaluation or intervention, and the patient was discharged after about 3 hours. At the time of the report, the patient was fine. No product or data was provided for investigation. Problem could not be confirmed, and probable cause cannot be determined. No additional patient or event information is available.